Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump had minor scratches on display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call by the customer's son that the customer received a button error alarm. The customer called back via phone call that the insulin pump had an unresponsive keypad and physical damage around the battery compartment. The blood glucose reading at the time of the incident was over 200 mg/dl. It was also stated that the blood glucose reading was 310 mg/dl at 11:00 am. No significant events leading to the keypad issues were observed. It was also stated that the physical damage occured due to normal wear and tear. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.